Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black, which located on 2wb. The customer powered off the station and back on multiple times. The rss remained offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen and would not power up. A field service engineer found a faulty drawer board in drawer 3.2. The fse replaced the drawer board, and the issue was resolved. The customer then performed an inventory count successfully. The system functioned as intended after the field service engineer repaired the device.